Event description:
The customer stated that one patient sample generated a falsely elevated result of (7.88 ng per ml) for the total psa assay. The result was questioned as it was not consistent with the patient history. The sample was retested and results of 3.28 and 3.02 were generated. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Returns were not available. Although extensive troubleshooting was performed by the field service representative, the resolution was considered to be the replacement of the (B)(4) optics cable due to normal wear. No trends for tickets with replacements of the (B)(4) optics cable were identified during the (B)(4) reporting period. Based on the results of the investigation, no deficiency or malfunction of the (B)(4) optics cable was identified. The issue was resolved by replacing the worn (B)(4) optics cable. The customer was referred to the architect system operations manual which provides information for troubleshooting erratic results including troubleshooting symptoms that relate to the performance of the optics.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.